Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a f/u report.

Event description:
It was reported that the patient feels non auditory sensations. Re-implantation is being considered.